Manufacturer narrative:
The reported event of no magnet response and no inductive telemetry were confirmed. The device was received with no telemetry communication and output. Visual inspection of the header attachment area detected an anomaly between the pre-molded header and titanium case. The device was cut open to enable further testing and the battery was found in normal range. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing process anomaly consistent with header bonding anomaly may have occurred. The device is included in the zenex, assurity, endurity laser adhesion preparation advisory issued by abbott on 20 july 2022 for a subset of devices distributed and implanted outside of the united states.

Event description:
During an in-clinic follow-up, the device was unable to be interrogated via inductive telemetry and did not elicit a magnet response. The device was explanted and replaced to resolve the event. The patient was in stable condition.